Event description:
The customer reported that the display (live image) was intermittently turning on and off. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The j1 assembly lock nut was retightened. The system was then found to be operating as intended.